Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected alarm multiple times during normal use. Blood glucose level at the time of the incident was 209 mg/dl. The customer stated they put a battery in and waited a few minutes then got a replace battery now alarm. The replace battery now alarm occurred twice for the customer during normal use. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the pump trace download. However, the battery tube was found corroded per visual inspection. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with stained serial number label. Unit received with minor scratched display window, case and keypad overlay.